Event description:
An ipp device was implanted on 8/25/80. The pump was revised on 8/23/82. The entire device was removed from the pt, date and reason not indicated. Co has requested additional information.